Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic right hemicolectomy, the ileo colic artery had been sealed twice and the tissue divided with the device. Fifteen minutes later it was noted by the surgeon that the seal had re-opened. The procedure was converted to an open procedure and another incision was required to repair the seal. The pt received a blood transfusion of more than 500cc's. The procedure was extended by more than 30 minutes and the pt spent an extra 1-2 days in post-operative recovery. The pt is reported as fine and is recovering. The device was discarded after the procedure.